Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia that self-resolved. There was also intermittent suction events so the impella position was optimized under echocardiogram. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the positioning issues could not be determined due to insufficient clinical details and lack of product returned. The cause of the suction could not be determined due to insufficient clinical details or returned product/data. The device passed all post sterile inspection criteria.